Event description:
It was reported that on (B)(6) 2006, the patient underwent a xience v stenting procedure in the proximal right coronary artery (prca) with one 2.5 x 18 mm stent and in the mid left anterior descending artery with one 3.0 x 18 mm stent. On (B)(6) 2011, the patient was hospitalized with shortness of breath, fatigue and right sided chest pain. The patient was treated with heparin and underwent percutaneous coronary revascularization with a metallic stent in the prca target lesion. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.